Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle and that the wake button was delayed in responding to touch. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined to troubleshoot or provide additional information regarding the issue.